Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system center front panel was blinking with no image on the monitor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the front panel was blinking and no image due to faulty cp board. The evaluation also uncovered crack on the front panel, corroded wires, dust in the device. In addition, there were rusts found on the chassis on the rear panel, scratches found on top cover, and front panel. The faulty parts were replaced, and then the device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. From the results of investigation it was confirmed that the cause of the reported phenomenon was due to a faulty printed circuit board ("cp" board). However, the cause of the board's failure could not be further determined. The instruction manual for the cv-190 device states the following on prevention of issues found during evaluation: ¿ do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. ¿ clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating. ¿ use the video system center only under the conditions described in ¿environment¿ on page 368 and ¿specifications¿ on page 369. Otherwise, improper performance, compromised safety and/or equipment damage may result. Olympus will continue to monitor field performance for this device.